Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user required access issue. A technical support specialist dialed into the server and identified user was not assigned to the facility, then tss advised user to check with their pyxis system manager and assign that role to this facility and customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es access required to device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.